Manufacturer narrative:
Additional information received: monitor clk2210502/ 166288, patient monitor cable: 826883 , no lot number engraved. Extension cable ref 826845 : (B)(4). Implantation area? Parenchyma. Was the electrode of the extension cable appropriately fixed on the patient? Yes. When error message appeared, which actions was in progress? No specific action, it was during the night. Was patient transported or in a MRI? No. How was the monitoring performed? (Other method? Stop?) They stopped monitoring. Was another sensor used? No. How is the patient? Patient is no more in the department . Patient is an adult.

Event description:
N/a.

Event description:
2 of 4 reports. Other mfg report numbers: 3014334038-2024-00051, 3013886523-2024-00072, 3013886523-2024-00073. A facility reported a cerelink monitor displayed an error message (failure sensor and extension): "monitor and cables were exchanged and this issue reappeared. Medical staff switched it off and on again after 3 minutes. They changed the cables and then the monitor but nothing worked. They removed the patient's icp. The patient was in intensive care today. Integra account manager visited the hospital and she tested the monitor with the patient's catheter and a new catheter. Everything worked perfectly. She then connected the cerelink to the patient monitor. After a few minutes, the monitor displayed the error message with the 2 probes. Bedside monitor : spacelabs 91393 xprezzon. Integra account manager tested the monitor in the patient's room and then tried it in another room with the same monitor and a different scope, and the error also appeared. When the monitor was turned off each time and then on again, it started up again and then went into alarm again. This is not a regular occurrence. The test was carried out with the same monitor, the same cable and 2 different fibres with 2 different scopes."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cerelink extension cable was returned for evaluation: DHR - no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - visual inspection: blood like stain was detected so additional analysis in tullamore was unable to be completed. Root cause - per IFU error code 1019 relates to output channel error. Recommendation: allow the unit to reboot or force a reboot by holding down the power button.

Event description:
N/a.

Manufacturer narrative:
Failure analysis and root cause - this error is most likely caused by a fault with the monitor analogue board. Note the analogue board is connected to the patient monitor by the patient monitor cable. The returned icp extension cable was connected to an engineering monitor and no error was displayed on the monitor.